Manufacturer narrative:
The tech found the side rail center arm assembly is broken off. The tech replaced the side rail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the side rail center arm assembly is broken off and the side rail is not latching. No pt injury reported.